Event description:
It was reported the sonicbeat tissue pad was peeling. The issue occurred during a therapeutic procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d8, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intensive wear of the tissue pad. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping anything while the output was activated (this includes after tissue resection), causing the tissue pad to intensively wear out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonicbeat tissue pad was peeling. The issue occurred during a therapeutic procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.